Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. However, the video and photo provided, confirms the reported issue of a small white piece of plastic was in the eye. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. The report of foreign material in the eye is confirmed, based on the video and photo provided. However, because the source and composition of the foreign material cannot be determined, from the video and photo. And a sample was not received, at the manufacturing site. The root cause for customer complaint issue cannot be determined. The cause of the reported event cannot be determined, with the information obtained. Therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a small white hard piece of plastic in the eye which came out of the phacoemulsification device. The procedure and patient impact details were not provided. Additional information received from the company representative who indicated the event occurred during the cataract procedure. There was no patient harm. The sample is not available for return.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).